Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon was burst when attempted to inflate the balloon with a 0.6 cc half contrast by a 1 cc syringe. Another device was replaced to complete the procedure. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, as per additional information indicated that the device was confirmed to be in good condition prior to use, preparation was performed as per device direction for use (dfu), there were no issues during inflation/deflation of the balloon at preparation, no resistance was encountered during initial advancement of the device within the patient's anatomy, and continuous flush was maintained. Because a definitive cause could not be determined following review and analysis of available information and because the product was not returned, a cause of undeterminable was assigned to the reported issue.

Event description:
It was reported that the balloon was burst when attempted to inflate the balloon with a 0.6 cc half contrast by a 1 cc syringe. Another device was replaced to complete the procedure. There was no clinical consequence to the patient due to this event.